Manufacturer narrative:
.

Event description:
Procedure type: inguenal hernia repair. Reportedly, while in the process of inserting the device into the cavity, the metal pin fell off outside cavity. The pin was collected and is being returned along with the device. Another instrument was used to complete the surgery. No patient injury was reported.